Manufacturer narrative:
Age at time of event: 18 years or older returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole at the distal end of the proximal markerband.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon leak occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, a balloon leak was observed. The device was removed. No patient complications were reported. The patient was stable post-procedure. However, returned device analysis revealed a balloon pinhole.